Manufacturer narrative:
The investigation results are pending.

Event description:
It was reported that the ipg had depleted and the patient lost stimulation. In turn, the ipg was explanted and replaced on (B)(6) 2020. This issue has since been resolved.